Event description:
The user switched to a new reagent number for calcium (B) (4) and noted issues with calibration and qc failing and patient sample results flagging with >critical range. Of the data provided, the results for one patient sample were discrepant. Initial result was 14 mg/dl, repeat results were 13.5 and 13.2 mg/dl. The patients were not treated due to the results since they were not reported out. The field service representative could not duplicate the problem and suspected contamination in the water system. He cleaned the internal and external water reservoirs and replaced the water filters. To verify the analyzer operation, he ran calcium calibration and qc with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.